Manufacturer narrative:
This report will be amended when our investigation is complete. Device received, not yet evaluated

Event description:
It is reported that the constrained tibial articular surface was discovered to be broken during sterile processing. There was no report of patient harm or delay is surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device is fractured,tasp exhibits signs of repeated use and has fractured on the medial side of the post. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.